Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of product serial number. G.9. Manufacturer report number corrected and reported under 1119421-2023-00249. The serial number was provided. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece and viscoelastic were indicated. The cartridge information was not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in intraocular lens damage. IFU (instructions for use) note: during lens loading and insertion, do not allow the company intraocular lens to remain in a folded condition within the selected intraocular lens delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU (instructions for use) also instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical devices) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd (ophthalmic viscosurgical devices) in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd (ophthalmic viscosurgical devices), which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens came out of the injector and presented in the eye with a mark and a small tear on the periphery. Additional information was requested, but further no information was available.